Event description:
It was reported that an ilet user experienced fluctuating blood glucose with spikes and lows and treated hypoglycemia with oral glucose, and the user had been under-announcing meals as less than usual due to concern about receiving too much insulin, which led to a rollercoaster effect. Symptoms included hyperglycemia up to 262 mg/dl followed by hypoglycemia down to 62 mg/dl. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.